Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional perclose prostyle device with reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with two prostyle devices using the pre-close technique prior to a thoracic endovascular aortic repair (tevar) interventional procedure. Reportedly, placement of the first prostyle device was successful. When attempting to pre-place the second prostyle, the suture of the 2nd device got caught on and damaged the suture of the first prostyle. Both sutures were cut down. The use of prostyle devices and the pre-close technique were abandoned. The tevar procedure was completed via an 18f sheath. Hemostasis was achieved with manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific similar incidents. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4 - updated lot number d4, h4: manufacturing and expiration dates.